Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small white particle was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during the visual inspection process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: august 04, 2022 - august 05, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a white particle was observed inside of the container fluid path filled with a liquid solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.